Event description:
The customer reported that the system would shut down without command after an exposure. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the multi-output power supply and a power supply cable. The system operates as intended.